Manufacturer narrative:
. The following fields were updated per additional information received: a2, a4, b5, b6, b7, and h6. Investigation: the following allegations have been investigated: shortness of breath, chest pain, lightheaded, limited mobility, anxiety. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported shortness of breath, chest pain, lightheaded, limited mobility, anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown;.the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right femoral vein due to history of multi-trauma. The patient alleges tilt, vena cava perforation, and organ perforation. The patient further alleges shortness of breath, chest pain, lightheaded, limited mobility, and anxiety. On (B)(6) 2019, per a report from computed tomography; ¿the hook of the cook celect retrievable ivc filter is at the mid l2 vertebral body. The ivc filter is tilted posteriorly and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 10mm. One (1) anterior strut perforates the ivc wall 7mm and resides within the soft tissues. One (1) anterior strut perforates the ivc wall 9mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 10mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 10mm and contacts the right psoas muscle. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified.¿

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings. The reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Rpn/lot# is unknown but there is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011. On (B)(6) 2020, [pt] learned that the filter has tilted, and all of the struts have perforated outside of the vena cava. One strut contacts his aorta and another contacts his right psoas muscle". Patient outcome: it is alleged that "[pt] is at risk for future cook filter fractures, migrations, perforations and tilting. [Pt] faces numerous health risks, including the risk of death. For the rest of [pt's] life, he will require on-going medical monitoring and use of anti-coagulants".